Event description:
It was reported that the needle got stuck when attempting to remove it from the swg. After the resident inserted the needle into the vessel, he then inserted the swg through the needle but encountered difficulty advancing the wire into position. There were several attempts to advance the wire by pulling the wire back while holding the needle in position and reinserting the wire into the needle in position and reinserting the wire into the vessel. When the resident attempted to remove the needle from the wire he met resistance, so he pulled both the needle and the wire out together. After needle and wire were removed, damage was observed to the swg. As a result a new kit was opened and used to complete the procedure. There was no delay in treatment. No complications or death occurred to the pt. Sample was observed to be unraveled upon receipt.

Manufacturer narrative:
(B)(4).